Event description:
It has been reported that the hook at the heand end of the cots has broken off. No adverse consequences have been reported.

Manufacturer narrative:
Stryker raqa has been unable to gather any information in regards to this issue or unit from the customer. In the event, the broken equipment hook on the cot had sharp edges, this could potentially present sharp edges on the component. The severity of the break is unknown. Equipment hook.